Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: volume consumption (of co2) is not displayed, manifold unit failure, gas leak due to electric-pneumatic proportional valve failure, average flow rate did not match due to failure of the first pressure reducer and s pipe, corrosion of k connector, motherboard frame corrosion, chassis corrosion, and corrosion of rear panel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufflator is not working properly. The issue was found during set up of the device. There was no patient involvement.